Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.1 atherectomy catheter. Visual examination noticed that the infusion, electrical and baton were cut from the pod. With this damage functionality of the device could not be confirmed. It was noticed that there was shaft damage in the form of buckling/kinks located 4cm and 80.5cm from the tip. Microscope examination noticed that the infusion line had burst proximal the buckling/kinks. The location of the burst infusion line was approximately 89cm to 91cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the device fell apart and leaked. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the severely calcified right superficial femoral artery (sfa). The physician noticed that the shaft of the catheter started to fall apart and leak towards the end of the procedure. The procedure was completed successfully with this device. There were no patient complications reported.